Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during fill 4 of 4. The hp stated all solution bags were empty. The hp stated he re-spiked the heater line with another solution bag. The technical service representative (tsr) assisted the hp to end therapy, and advised the hp to let the nurse know about running short of solution and re-spiking the heater bag. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint, for a check lines and bags alarm, was not confirmed. The used sample was not returned to baxter for evaluation. Use error was reported; the home patient stated, he respiked the heater line with another solution bag after receiving the alarm. Labeling was reviewed and was found to be adequate in regard to the reported use error. This use error did not cause the check lines and bags alarm. The most cause of the check lines and bags alarm, based on the information in the complaint, was empty solution bags. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.